Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a removal of an unknown plate. Upon removal, two (2) screw extraction drivers tip broke off. Fragments were generated and removed easily without additional intervention. There was a surgical delay of twenty (20) minutes. Procedure was completed successfully. There was no patient consequence. This report captures the intraoperative event of extraction drivers breakage while related complaint (B)(4) captures the postoperative event. Concomitant device: unknown plate (part # unknown, lot # unknown, quantity 1). This report is for one (1) inner shaft for extraction screwdriver. This is report 2 of 2 for complaint (B)(4).